Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: norway.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. This follow up report is being sent as the first submitted report (12/18/2015) did not receive all 3 acknowledgements, only the first acknowledgement was received. An email was submitted to the FDA helpdesk and a ticket (# (B)(4)) was opened on 12/23/2015. No response has been received regarding the missing acknowledgements. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: norway. There were two needles in same suture package.